Event description:
Patient returned to theatre with a dislocated hip, closed reduction attempted, proceeded to open revision. Once hip was opened mdm insert came out in the surgeons hands not attached to femoral head, head and liner remained attached in the patient. Surgeon removed the head and mdm liner and replaced them with new mdm implants, once hip stability had been achieved.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
Patient returned to theatre with a dislocated hip, closed reduction attempted, proceeded to open revision. Once hip was opened mdm insert came out in the surgeons hands not attached to femoral head, head and liner remained attached in the patient. Surgeon removed the head and mdm liner and replaced them with new mdm implants, once hip stability had been achieved.